Event description:
Device data was received, analyzed and noted a historical power on reset had occurred three years prior. The device remained in use and has subsequently been replaced and no information related to power on reset was received. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) a power on reset occurred for critical random access memory parity error on (B)(6) 2009. A patient alert for device circuit error occurred on 10nov2009. (B)(4).

Event description:
Device data was received, analyzed and noted a historical power on reset had occurred three years prior. The device remained in use and has subsequently been replaced and no information related to power on reset was received. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).